Manufacturer narrative:
It was reported, the unit burned. The customer had taken the bedwarmer with her to (B) (6), which has a 220 volt electrical environment. The customer believes that the unit was plugged into a step-down converter, but is not positive. She discarded the unit in (B) (6), so we have been unable to examine it for ourselves. We have performed several tests, using both a converter and direct 220 volt current, and have been unable to duplicate the event as described under any circumstances. We determined that this was an unusual event, and may have been attributable to misuse on the part of the consumer.

Event description:
It was reported, the unit burned.